Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Parts were replaced, but the system remained nonfunctional. No additional service info was provided.